Event description:
Information was received from a healthcare provider (hcp) and a consumer via a company representative regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient had increased spasticity which was believed to have started after the pump replacement procedure in (B)(6) 2022. The doctor brought the patient in to do a dye study and a roller study and stated that it aspirated great and there were no issues seen with the pump or the catheter. The patient¿s spasticity wasn¿t getting better, and they believed that it was the pump. The doctor and the patient¿s family wanted to rule out the pump by replacing it. They did blood work and found no issues. They did refill the pump but did not change the drug and the patient still had increased spasticity. The family was insisting on replacing the pump. At the time of the report, the plan was to replace the pump on (B)(6) and send the pump back for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the pump revealed no anomaly. H10: interrogation of the pump upon receipt indicated the device was delivering lioresal 2000mcg/ml at 809.7 mcg/day medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.